Event description:
It was reported that during aneurysm embolization case, used the subject stent to assist the coil embolization. Placed the microcatheter and then delivered the subject stent. When the subject stent reached tip of introducing sheath resistance was encountered. Continued to push and tip of the subject stent went into hub. Then when delivered the subject stent it was deployed and half of it was in introducing sheath and the other half was in microcatheter. After the procedure the operator withdrew the subject stent out from microcatheter and during this procedure it was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be broken/fractured and deformed. The stent introducer sheath distal tip was found to be intact. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while delivering the stent, the stent reached tip of the introducing sheath resistance was encountered. The physician continued to push and tip of the stent went into hub. Then stent got deployed and half of it was in introducing sheath and the other half was in microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the stent was returned deployed. The sdw was found to be kinked/bent. The stent was found to be broken/fractured and deformed. The stent introducer sheath distal tip was found to be intact. A functional inspection could not be performed as the stent was returned deployed. The as reported 'stent deployed prematurely during use' and 'stent broken/fractured during preparation' was confirmed and the as reported 'stent difficult/unable to transfer' could not be duplicated; however, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during use' and 'stent difficult/unable to transfer' will be assigned a probable cause of procedural factors and the as reported 'stent broken/fractured during preparation' will be assigned a probable cause of handling damage. The as analyzed 'stent deployed prematurely during use' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed 'stent broken/fractured during preparation', 'stent deformed' and 'sdw kinked/bent' will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product preparation of the product prior to use.

Event description:
It was reported that during aneurysm embolization case, used the subject stent to assist the coil embolization. Placed the microcatheter and then delivered the subject stent. When the subject stent reached tip of introducing sheath resistance was encountered. Continued to push and tip of the subject stent went into hub. Then when delivered the subject stent it was deployed and half of it was in introducing sheath and the other half was in microcatheter. After the procedure the operator withdrew the subject stent out from microcatheter and during this procedure it was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.